Manufacturer narrative:
A field service engineer placed a phone call to the customer on 02/02/2016. The fse had the customer trouble shoot over the phone, needle was bad. No further action was required by fse. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was a clogged sample needle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported a 706 large syringe error with their g8 analyzer. The customer is unable to hba1c patient samples. A field service engineer (fse) placed a phone call to the customer to troubleshoot the event which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.